Manufacturer narrative:
The astral device was returned to resmed for evaluation. The reported complaint was not confirmed or reproduced. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf197) related to the outlet flow sensor. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Review of the device logs confirmed the reported complaint, however, the reported complaint could not be reproduced. Water damage was identified in the pneumatic block. The pneumatic block was replaced to address the issue. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to device misuse. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).